Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Product analysis confirmed the reported allegation. A part of the internal circuitry was replaced as it had shorted out and got burned. The programmer passed all functional incoming tests.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer emitted smoke and had a burning smell after software was upgraded. This programmer was returned for analysis. No adverse patient effects were reported.